Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilation. However, during inflation at 24 atmospheres, the balloon ruptured. When the device was tried to be removed, the balloon was a bit protruded from the distal end of the sheath. The device was then pulled together with the sheath without separation with the support of forceps. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The customer¿s sheath was not returned for analysis. The device was returned in two separate sections. The proximal section consisted of hub/manifold, shaft, proximal balloon bond, proximal markerband and balloon material. The other section of the device was completely detached and consisted of shaft, tip, balloon material and the distal markerband. A complete circumferential tear was identified in the balloon material approximately 20mm distal to the proximal edge of the proximal markerband. This section of balloon material was bunched up and solidified blood was noted on the balloon material. The other section of the balloon material was attached to the distal detached section of the device and was approximately 15mm in length and again the material was bunched up and covered in solidified blood. No issues were noted with the balloon material that could have contributed to the balloon damage. No balloon material appeared to be missing. A complete break was identified in the shaft of the device approximately 17mm proximal to the proximal edge of the distal markerband. Multiple kinks and stretching damage was noted on the balloon shaft of the devices. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft of the device that could have contributed to the complaint incident. A visual and microscopic examination was performed on the markerbands and tip and no issues were noted that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 40 40cm mustang balloon catheter was advanced for pre-dilation. However, during inflation at 24 atmospheres, the balloon ruptured. When the device was tried to be removed, the balloon was a bit protruded from the distal end of the sheath. The device was then pulled together with the sheath without separation with the support of forceps. The procedure was not completed. No patient complications were reported and the patient's status was stable.